Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens was inserted and removed from the patient's right eye in the same procedure due to scratch on the surface of the lens. Another lens of the same model was used to complete the procedure successfully. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was received cut in half and covered in viscoelastic residue. The lens was cleaned, and lens damage (chipped edge) was observed. Cosmetic used could not be confirmed among the damage related to the returned cut condition of the lens and no further product evaluation could be performed on the lens. No defects were observed on the handpiece before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue were observed suggesting that an inadequate amount of ovd was used during loading and insertion. Conclusion: the complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.